Manufacturer narrative:
Device evaluation summary: according to the information received, the patient had surgery because of the difference in the shape of the breasts and during surgery, the left implant was discovered to be ruptured. The product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and it was received in three (3) parts. As the authorization form for examination was not received the product evaluation lab couldn't identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: change in shape of breasts. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 22-year-old caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 225cc gel breast prostheses developed a difference in shape between her breasts post implantation. As a result, the patient underwent bilateral explantation and replacement surgeries on (B)(6) 2022. During the surgeries, it was observed that the left breast prosthesis had ruptured. Additionally, the removed right breast prosthesis was observed to be intact and was re-implanted into the patient¿s left breast. A new mentor memorygel breast implant 275cc gel breast prosthesis was implanted into the patient¿s right breast. Mentor breast prostheses are single-use devices and reimplantation is against the IFU. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 27-dec-2022, mentor received additional information about the event: - malposition of the left breast prosthesis was reported as well as lateral displacement of the right breast prosthesis. - the patient developed asymmetry secondary to scoliosis post implantation. On (B)(6) 2022, mentor re-evaluated the suspect medical device. Device evaluation summary: according to the information received, the patient had surgery because of the difference in the shape of the breast and during surgery, the sm mpp gel 225cc left implant was discovered to be ruptured. Additionally, the patient experienced malposition of the implant as well as breast asymmetry. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the = breast implant was found to be ruptured and it was received in three (3) parts. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number:(B)(4).